Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of possible ventricular tachycardia that correlates with a time the patient "passed out." The wavelet algorithm withheld therapy. The device remains in use. No further patient complications were reported as a result of this event.